Event description:
Olympus was informed that during an unspecified therapeutic transurethral resection (tur) procedure, the ceramic insulation at the distal end of the suspect medical device broke off and fell inside the patient upon insertion into the patient's bladder. However, no fragments/parts remained inside the patient as they were reportedly retrieved by unspecified forceps. The intended procedure was subsequently completed by using another similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4). The evaluation/investigation found the heavy and long-term used inner sheath (date of manufacture: 12/2004) with a completely broken off ceramic insulation which was also provided. Furthermore, there are clearly visible burn marks/discolorations at the ceramic insulation. However, the exact cause of this damage and the subsequent breakage of the ceramic insulation could not be conclusively determined and therefore is being judged as unknown. The case will be closed from olympus side with no further actions but the reported phenomenon will be recorded for trending and surveillance purposes. Olympus submits this incident as a medical device report (MDR) in abundance of caution.